Manufacturer narrative:
The reported event was confirmed. A three way lubricath foley catheter was returned for evaluation. A slip tip syringe was used. No water was able to be flushed. The irrigation funnel was cut off. A slip tip syringe was used, water flowed through, and no occlusion was found in the irrigation funnel. A slip tip syringe was inserted into the irrigation lumen, water flowed through, and no occlusion was found in the irrigation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle."

Event description:
It was reported that after placing the catheter, irrigation was attempted, however water could not be injected into the irrigation port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after placing the catheter, irrigation was attempted, however water could not be injected into the irrigation port.